Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with an alert for high, out of range, high voltage lead impedance. Patient was asymptomatic. All other electrical measurements were normal and in range. Lead imaging was recommended. Patient is scheduled for dft testing upon next follow up and a resolution will be made at that time. No further information available.

Event description:
New information received states that lead noise was also noted on the rv lead at the time of the high impedance, previously reported. No intervention was performed. Patient monitoring will continue.